Event description:
It was reported that during the troubleshooting of the insulin pump, the high pressure test failed. Customer had also mentioned that insulin was squirting out. Customer was unable to complete the troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.